Event description:
After insertion of arthroscopy equiptment into knee and initiation of inflow with pump, pt. Developed pain and compartment syndrom of left thigh & calf. Requird opening to drain & later suturing to close.